Event description:
The customer reported that the ultrasound box/probe was not reading when connected to the machine. The probe would read for approximately 30 seconds and then it wouldn¿t read anymore. The reported issue was observed while preparing the subject device, prior to an unspecified procedure. There was no report of patient or user injury due to the event. This report is being submitted for the reportable malfunction of no ultrasound image.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the customer's complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, although a conclusive root cause could not be determined, it is likely an ultrasound image was not displayed due to following: ultrasound image was lost due to ultrasound probe breakage. Ultrasound image was lost due to the ultrasound cable disconnection. Ultrasound image was lost due to the failure of the pc board. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: ¿inspection of the endoscopic system warnings and cautions or precautions storage of the ultrasonic cable¿ olympus will continue to monitor field performance for this device.